Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with no delivery. The customer's blood glucose level at the time of incident was unknown. The customer sates their reservoir malfunctioned and did not pump. The customer states they swapped out the reservoir and it functioned normally. The customer states the alarm was resolved by complete set change. The customer was advised to return reservoir for analysis and that replacement would be sent out.